Event description:
Procedure: left knee arthroscopy with arthroscopic menisectomy. As surgeon was using smith & nephew dyonics incisor elite 4.5mm shaver blade during a knee arthroscopy, metal shavings were going into the patient's knee. This was a reprocessed shaver. New shaver was obtained. Patient tolerated procedure well and was discharged home the same day. The quality risk dept became aware of this event on (B)(4)2010 following another similar incidence with a reprocessed smith & nephew shaver. Equipment and packaging information was no longer available.